Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error code indicating open safety valve and after this an alarm message for apnea. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. It is based on an evaluation of received logs. No parts were replaced. The logs confirm a single occurrence of the reported technical error code. After restart of the device, the condition causing this error was gone. This indicates that the cause was a temporary asynchronous signal to an ic on the expiratory channel pcb that under rare circumstances falsely causes the safety valve to open. If the safety valve opens when it should be closed, it may lead to stop of ventilation. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).